Event description:
The mother reported via phone call that the customer's insulin pump did not go into threshold suspend when their blood glucose was under the threshold suspend limit. Customer's blood glucose was 70 mg/dl. The customer's threshold suspend was set at 80 mg/dl. The mother declined to troubleshoot for the issue. The mother also reported the transmitter did not light up when the sensor was connected. Troubleshooting was able to verify there was no damage to the transmitter. The mother declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.